Manufacturer narrative:
Insulin pump had a button error alarm due to corroded keypad trace. No moisture damage on electronics noted. Insulin pump received with cracked display window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump had recently been exposed to sweat. Blood glucose level at the time of the call was 110 mg/dl. No further information was provided.